Event description:
A malfunction alarm was reported with a malfunction code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer initially did not have the charger needed to reset the pump but was later provided with the steps for resetting it. She chose to perform the reset independently and was advised to reach out if further help was required.